Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report 2 of 2. Report was received from (B)(4) stating that the device had a fractured cutting bur that occurred during a discektomie surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The exact date of the event is unk; the month and year are known. There was no additional info provided.